Event description:
On (B)(6) 2013 the lay user/reporter, the patient's mother, contacted lifescan to report a communication issue with the one touch ultralink meter. On (B)(6) 2013 the sr. Medical surveillance specialist spoke with the reporter to obtain and verify information. On approximately (B)(6) 2013 the patient noted a communication issue with the reported meter, alleging it was not sending results to the insulin pump. The patient also alleged that the pump was not responding to the meter and was not receiving the same results as obtained by the reported meter. On (B)(6), 2013 the patient allegedly obtained blood glucose readings of 200 mg/dl to 300 mg/dl, and he claimed that the results transmitted to the pump were 190 mg/dl to 200 mg/dl. The patient took insulin bolus doses based on the results transmitted to the pump. Afterwards, the patient experienced symptoms of 'dka' and was admitted to the hospital. The patient's blood glucose reading in the emergency room was 598 mg/dl and he received intravenous treatment with insulin. The reported meter transfers blood glucose readings to the pump, which the user must confirm and act upon. It is not clear how the reported meter may have contributed to the patient's symptoms of dka, as the results obtained on the meter correlated with his symptoms and treatment and the alleged incorrect readings on the pump. The issue was not resolved with troubleshooting. The meter, test strips and control solution were replaced. The patient returned the reported meter to lfs for evaluation. Product analysis was performed on the meter on (B)(6) 2013 with no problems found and the communication functioned appropriately. The reported meter was evaluated by lfs product analysis with passing results and the alleged communication issue was not confirmed. However, as the patient suffered symptoms and blood glucose readings suggesting severe hyperglycemia while using the meter, and received emergency medical attention and treatment, this complaint is being reported.

Manufacturer narrative:
The patient returned the reported meter to lfs for evaluation. Product analysis was performed on the meter on (B)(4) 2013 with no problems found and the communication functioned appropriately. Test strip lot #: not provided.